Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain could not be determined. Part number, lot number, manufacturing date, expiration date, UDI number: first (superior): ifuse implant, p/n 7060-90, lot# 493355, manufactured 07/23/15, expires 2020-07, (B)(4). Second (middle): ifuse implant, p/n 7055-90, lot# 332226, manufactured 01/20/15, expires 2020-01, (B)(4). Third (inferior): ifuse implant, p/n 4040-90, lot# 8136003938003, manufactured 10/04/12, expires 2015-10 , (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a right side ifuse si joint arthrodesis where three implants were placed. The patient complained of hip pain that felt like the implants were too proud of the ilium. The surgeon did not believe they were too proud but decided to remove them anyway. In (B)(6) 2015, the surgeon removed all three implants. The status of the patient following the surgery is not yet known.